Event description:
During the procedure the cypher select + 3.50x23mm could not pass through the lesion. The physician used another stent and succeeded. Preliminary findings indicated that the struts at the distal section of the stent were uplifted.

Manufacturer narrative:
This (B)(4) cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. During a pci, a cypher select + 3.50x23mm failed to cross a coronary artery lesion. Another product was used to successfully complete the procedure. There was no patient injury reported. The product was received for evaluation and the distal stent struts were found uplifted. Multiple attempts to retrieve procedural information were unsuccessful. One non-sterile cypher select + 3.50mm x 23mm was received coiled inside a plastic bag. The stent was mounted between the marker bands. The struts at the distal section of the stent were uplifted. No other damages were observed. The crossing profile was measured for middle and proximal sections of the stent and was found within specification. The distal section could not be measured due to the uplifted condition. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The exact cause of the failure to cross and struts uplifted condition could not be conclusively determined. Neither the DHR review nor the product analysis suggests that the stent damage found is related to the manufacturing process. Therefore, no corrective/preventive action will be taken. Difficulty crossing a lesion of an anatomical structure is a known procedural occurrence. This type of difficulty occurring during the clinical use of the device is usually addressed by modification in technique or substitution with another device. Crossing difficulty is most commonly related to the patient's anatomy, vessel characteristics, operator's technique and appropriate device selection. The relationship between the failure to cross and the product itself is not clear, but factors such as tortuous vessels, calcified lesions or an increased difficulty to track the product through an existing stent may contribute to it. The uplifted distal struts is most likely attributed to the operator's attempt to cross and deliver the stent. However, based on the limited information available, it is not possible to determine if there were any vessel characteristics or procedural factors that may have contributed to the failure to cross and stent strut uplift found for this complaint.